Event description:
It was reported that stent damage occurred. The target lesion was located in the 85% calcified left anterior descending artery (lad). During the procedure, the physician used a 1.2mm and a 1.5mm burr was used to treat the lesion and successfully deployed a 2.75x38mm promus element ¿ stent in the mid lad. Subsequently, a 3.50x38mm promus element ¿ long stent was selected for use to treat the proximal lad lesion; however, the 3.50x38mm promus element ¿ long failed to cross the lesion. After the promus element ¿ long was removed, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A full visual and tactile examination identified no kinks or damage along the entire length of the catheter shaft. An examination of the crimped stent found that the stent was stretched in its mid section. As a result the stent struts were slightly misaligned. No other damage was noted at either the proximal or distal ends of the stent. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the 85% calcified left anterior descending artery (lad). During the procedure, the physician used a 1.2mm and a 1.5mm burr was used to treat the lesion and successfully deployed a 2.75x38mm promus element ¿ stent in the mid lad. Subsequently, a 3.50x38mm promus element ¿ long stent was selected for use to treat the proximal lad lesion; however, the 3.50x38mm promus element ¿ long failed to cross the lesion. After the promus element ¿ long was removed, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.